Manufacturer narrative:
The customer was using non-roche ise reagents/calibration standards. The investigation did not identify a product problem. The cause of the event was due to an off-label use.

Manufacturer narrative:
The na, k, and cl electrodes' lot numbers and expiration dates were not provided. Qc was acceptable. The reference electrode was replaced by the customer. The field service engineer performed an ise flow path, dilution bath, zipper, vacuum, probe, and cleaning between electrodes. He then performed a total ise check. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for an unspecified number of patients' samples tested on a cobas 8000 cobas ise module. Results for the following tests were affected: sodium (na), potassium (k), and chloride (cl). Discrepant results for 1 patient sample were provided. Na: initial result: 179 mmol/l. Repeat result: 143 mmol/l. K: initial result: 5.6 mmol/l. Repeat result: 3.9 mmol/l. Cl: initial result: 72 mmol/l. Repeat result: 107 mmol/l. No questionable results were reported outside the laboratory. The repeat results were consistent with the patient's previous results.